Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a hardware low level failure. The customer¿s blood glucose level was 6.9 mmol/l. The customer reported that the insulin pump¿s alarm tones were going mute even when the volume settings have been set to normal level. The customer performed self-test and had alarm hardware low level failure. It was reported that the hardware low level failure alarm was occurring twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The pump error 63 was confirmed in the pump history with variable due to broken trace at keypad assembly. There was no audio and no beep anomalies.